Manufacturer narrative:
(B)(4). (Therapy dates) ¿ the event occurred in the week prior to (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from 3/20/2015 - 3/24/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate reconstitution device leaked from an unknown location. This occurred during infusion of ceftriaxone. There was no report of patient injury or medical intervention associated with this event. No additional information is available.